Event description:
It was reported that during an unknown time, on an unknown date, the unit was tearing the skin. It is unknown if there was a patient impact or if a delay occurred. Due diligence is in progress, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: canada.